Event description:
Report received from USA, stating that the device does not function when attached to the motor. It is unknown that the event did not occur during surgery. It is known that there was no pt or user injury; however, it is not known if there was medical intervention reported related to this occurrence. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).